Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm there was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/09/2016 with the following findings: review of the pump histories revealed the last basal delivery was on (B)(6) 16 at 9:04am; data from the reported date of the event of (B)(6) 2016 is overwritten due to continued pump use. Current black box data revealed several ¿cs162¿ loss of prime warnings due to low non zero force. ¿ez-prime¿ steps were performed correctly, no ¿cs162¿warning or any eaw occurred during the investigation. Investigation did not duplicate ¿loss of prime¿ complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked.